Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5252176 medical device expiration date: 12/31/2016 device manufacture date: 9/9/2015 medical device lot #: 5285313 medical device expiration date: 1/31/2017 device manufacture date: 10/12/2015 returned to manufacturer on: unspecified. The date received by manufacturer has been used for this field. (B)(6). Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for low draw volume with the incident lots was observed. From the simulated use testing, it was determined that all 5 tubes drew slightly below the lower specification limit. Additionally, a review of the manufacturing records was completed for the incident lots and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that draws with plastic bd vacutainer® serum tube, red hemogard closure, paper label, 4.0ml draw, 13x75mm draw below the fill line. No injury or medical intervention.